Manufacturer narrative:
This follow-up MDR is created to document the additional event information, corrected event and implant/explant dates, corrected device information, and the evaluation of the returned device. A titan touch pump was received for evaluation. Examination and testing of the returned component revealed abrasion on all the tubing. No functional abnormalities were noted with the pump or detached tubing. The information received indicated the device was not able to be inflated, but because no functional abnormalities were noted with the returned components, therefore the reported complaint cannot be confirmed. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Additional information indicated the pump was hard to push like a stone. It seemed there was a block. In general anaesthesia the physician was able to deblock the pump by pushing it with two hands. After the procedure there was a bleeding under the skin and the skin was scratched. Then the pump was working for maybe 3 cycles. After that it was blocked again. The pump was removed.

Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, pump is hard to handle, just possible in general anaesthesia.